Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported patient experienced discomfort at the ipg site and ineffective stimulation with the scs system. Surgical intervention was undertaken wherein the entire system was explanted to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.